Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000432822 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw: (B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 jaws stopped working midway through the case. Device removed. New device opened and functioned without issue. Power setting at 3. The device pass the pre-cautery test. The beeping sound was heard when the toggle was pulled back. Heater wire intact. No issue stated with silicone on jaws. There was no procedure delay. There were no issues with the power supply. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the vasoview hemopro 2 jaws stopped working midway through the case. Device removed. New device opened and functioned without issue. Power setting at 3. The device pass the pre-cautery test. The beeping sound was heard when the toggle was pulled back. There was no procedure delay. There were no issues with the power supply. There was no patient harm.